Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Event description:
New information received notes that the primary cause of death was cardiac due to pump failure. The death was not related to the procedure, pulse generator, the system or the study.